Event description:
It was reported that the device displayed the "connect cable" message when the user presses the charge button. The device was unable to charge energy and deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and parts information to troubleshoot/repair the device.